Event description:
Upon investigation, the fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. The pump experienced a temporary failure due to a coding error which has been investigated in an internal CAPA. The problem resolved once pump was rebooted.

Event description:
Customer reported the following: "biomed reported pump problem alarm. He ran for 2 hours and alarm did not return. Waiting to hear if stopped an active infusion. No patient harm." Preliminary evaluation of the device logs indicates that this is due to a sw issue that could result in false-positive pump problem alarms. This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. Further information is needed to complete the investigation.